Manufacturer narrative:
It was reported that a 73-year-old male (less than 200lbs) underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring prolonged hospitalization. While ablating along the ridge and anterior to the appendage, the patient's blood pressure dropped. An ultrasound confirmed the patient had a pericardial effusion. A pericardiocentesis was performed and there was 600 cc of blood removed from the patient. The patient was stable during the pericardiocentesis. The patient does not require any surgical repair. The patient will be going to the ICU for observation and staying overnight. The physician is not sure if the ablation catheter caused the pericardial effusion or if the effusion occurred during trans septal access. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been complted. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal action were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid the pericardial effusion. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6)-year-old male (less than (B)(6) lbs) underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring prolonged hospitalization. While ablating along the ridge and anterior to the appendage, the patient's blood pressure dropped. The caller states there was no spike in the impedance or high force on the smartablate generator. There was only one time where the force reading was high and the physician was notified. An ultrasound confirmed the patient had a pericardial effusion. A pericardiocentesis was performed and there was 600 cc of blood removed from the patient. While placing the drain, the 7 cm needle was broken off by the physician in the patient's chest and the needle was removed at the end after placing the pericardial drain. The patient was stable during the pericardiocentesis. The patient does not require any surgical repair. The patient will be going to the ICU for observation and staying overnight. The physician is not sure if the ablation catheter caused the pericardial effusion or if the effusion occurred during trans septal access. The patient is currently stable. The reporter states they used 40 watts during the ablation. This adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event: he is unsure at this time. The patient had issues maintaining a blood pressure above 80 before we began. Also noted was a small effusion pre procedure. The patient required extended hospitalization because of the adverse event: he had extra days in the hospital and an ICU stay. The patient was reported a fully recovered (no residual effects). A transseptal puncture was performed. Prior to noting the CT ablation was performed. There was no evidence of a steam pop. The event occurred ablation phase. Irrigated catheter flow settings: standard stsf settings. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. Force visualization features used: graph, dashboard, vector and visitag. The visitag module parameters for stability were used: all settings were standard 3, e, 25% 3 with 3mm tags. No additional filter was used with the visitag. Color options were used prospectively: we used tag index 350 post wall 450-500 roof and anterior. Since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).